Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 6949-65 (B)(6) 2006, implantable tachy lead; 5076-52 implantable pacing lead (B)(6) 2006; 4193-88 implantable pacing lead 2006. (B)(4).

Event description:
It was reported that there was early elective replacement indicator (eri). It was noted that eri occurred in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary-the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.